Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that a laparoscopic gastric bypass procedure, during use, the instrument started making funny noises, and was removed from the patient to be cleaned. When doing so, they found that the white plastic padding at the anvil was missing. They searched for it but did not find it in or out of the patient. Another device was used to complete the procedure.